Event description:
Customer reported that their microfuse rapid rate infuser was infusing too fast. There was no pt involved and no operator injury involved. Infuser was returned to MFR for root-cause investigation.

Manufacturer narrative:
Upon receipt, we subjected the infuser to performance test per our final testing procedure. The pump performed within specification. Requested our lab technicians run a flow profile on the infuser and it accurately delivered a 30 cc syringe in 6.01 mins, the specification states that it should take (B)(4). We were unable to get the device to exhibit any evidence of infusing too fast.